Event description:
The pt reported a loss of therapeutic effect. Her implantable neurostimulator (ins) got turned off for 2-3 days and she did not know it. She was not sure how her ins became turned off. She turned her ins back on after realizing it was off and her symptoms were then "under control." She also noted that her ins really works for her. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).